Manufacturer narrative:
The astral device was returned to a resmed authorized third party service center for evaluation and service. No further information is available at this time. Based on all available evidence, an investigation determined that the reported complaint was due to faulty/defective internal battery. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf180) related to a battery charger fault. There was no patient harm or serious injury reported as a result of this incident.